Event description:
The customer stated a cell-dyn 1700 analyzer generated a falsely decreased hemoglobin result for one patient sample. The cell-dyn 1700 analyzer generated an initial hemoglobin result of 7.2 g/dl and repeat hemoglobin results of 12.5 g/dl and 14.4 g/dl. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation was initiated to further investigate the customer issue including a review of the complaint text and data, a search for similar complaints, and a review of labeling. On (B)(4) 2010 the abbott field service representative (fsr) replaced the solenoid valve assembly, the 15 psi pressure switch and the silicon tubing (s2). The fsr found that the parts were worn out from normal use. The fsr cleaned the waste bottle assembly due to obstruction, and verified the instrument by performing vacuum and pressure testing, checking the voltage, and the hgb reference test. The fsr advised the customer to run quality control in duplicate, all performing per labeling. Precision was run twice and all parameters recovered within specification. Five samples were run in duplicate and results matched very closely. On (B)(6) 2010, erratic results were generated for another patient sample, the fsr provided the customer with training on proper mixing, handling, and processing of patient samples. A follow-up call on (B)(6) 2010 confirmed that all samples generated results that correlated since the fsr provided additional training. Tracking and trending did not identify any adverse trend for the cell-dyn 1700 for the reported complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no product issue was identified for the cell-dyn 1700 related to the reported issue.

Manufacturer narrative:
(B)(4) a follow-up report will be submitted when the investigation is complete. An investigation is in process.